Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device. Patient stated she was unable to clear the error and the tick button on the device is not responding at all. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.